Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was 91 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.